Event description:
Medtronic physio-control is investigating 3 occurrences of loose pins on components on the biphasic module. There have been no pt related events associated with the reported problem.